Manufacturer narrative:
The technician investigated and indicated when he attempted to raise the head section the head would raise a few inches, stop and move unintentionally down. After attempting to adjust the CPR cables, the technician replaced the head drive to repair the bed.

Event description:
Information received indicates when the head up or chair in functions are pressed, the head section starts to rise but will stop and jerk in the opposite direction.